Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a vibratory alert for non-sustained lead noise due to myopotential inhibition. Programming changes were recommended. Device remains implanted.